Event description:
Intraoperative hypotension where intervention was done to restore blood pressure. Event resolved immediately upon administration of IV medication.

Manufacturer narrative:
Inspection records, testing, lot records, training, etc. Were evaluated.